Event description:
Following insertion of the iab, blood was noted to be in the helium tubing. Two hours later, the balloon on the iab ruptured, and the catheter was removed. There were no pt complications.